Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), implanted: (B)(6) 2017, product type: lead (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient was undergoing a trial for urge incontinence and urgency frequency which started (B)(6) 2017. The patient's care giver reported that the patient was bleeding really badly where the incision was and was in the hospital all night. On (B)(6) the patient referenced their hospitalization again. On (B)(6) the patient explained he had been taking (B)(6) prior to the trial; he was taken off of the (B)(6) 3 to 4 days before the trial started. The patient was kept in the hospital over night as a precaution after he had the bleeding right after the start of the trial and the bleeding stopped that same day. No further complications were reported or are anticipated.